Manufacturer narrative:
(B)(4). Additional information: device was manufactured on february 17, 2014 - february 19, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor was found to have a particle floating in the device. The device was compounded with desferrioxamine. This was observed after compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.